Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during initial drain. The caregiver (cg) stated the home patient (hp) was connected and all bags were connected. The cg stated the hp may have pressed "go" prior to connecting to the machine. The technical service representative (tsr) assisted the cg to clear alarm and advised the cg to have the hp disconnect and start over with new supplies. The cg also confirmed she would let the nurse (rn) know of the air detect alarm. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). This report of a system error 2240 was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the root cause was determined to be use error; pressing "go" prior to connecting to the machine. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.